Event description:
It was reported that the lead had low r-waves and patient was experiencing diaphragmatic stimulation. The lead was capped and replac ed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Lead was not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.